Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a broken sensor wire. Upon sensor removal, a portion of the sensor wire was visible on the sensor pod and a portion remained in the patient skin. She had swelling in the area. On the same day around 11:45 am, the patient consulted a physician who administered a tetanus shot prophylaxis and advised the patient to allow the wire to make its own way out to the surface of the skin on its own. At the time of the report, the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. G7 wearable and applicator were evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. No additional patient or event information is available.